Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 19mm pericardial valve, implanted approximately ten (10) years and seven (7) months, was explanted due to aortic stenosis due to pannus formation. The valve was originally implanted for aortic valve replacement to correct aortic stenosis. The valve was explanted and replaced with a 19mm valve. At explant, pannus formation was confirmed extensively at inflow aspect. Exact implant date was unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product evaluation: customer report of stenosis and pannus formation was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and calcification nodules on the valve's host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around commissure 1 on the inflow aspect and suture holes were visible around the sewing ring. Suture remained on the sewing ring around leaflet 2. Wireform was exposed at commissures 2 and 3.